Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A090501: unable to take 2dlif. A1102: error message. F26: no patient impact. F1908: delay of less than one hour. G2: this event occurred in canada. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while getting ready to take a 2d long film (lf), the system came up with a message indicating that the image could not be taken because it was in wag mode. However, the system was not in wag mode. The manufacturer representative (rep) tried the docking system, going in and out of wag settings, and it did not resolve the issue. However, after rebooting the whole system, the site was able to move forward with taking the 2dlf as intended. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.